Event description:
Adverse event(s): "no harm" (no consequences or impact to pt). Product problem(s): "haptic stuck to optic" (sticking [iol (intraocular lens) implant]); "scratch" (scratched material [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was removed and replaced during the same surgical procedure due to the haptic being stuck to optic. A scratch was noted on the optic which was felt to be due to the haptic sticking. Once the scratch was detected, the surgeon elected to remove and replace the iol. The lens was replaced with the same model iol. There was no pt harm.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2010 by phone and mail. A completed questionaire was received on (B)(4) 2010. (B)(4).